Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of "wires have been broken." In addition, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. A site history for the facility was conducted and no related complaints were found. No image or video clip for the reported event was submitted for review. A review of the instrument log for the tenaculum forceps (part # 420207-09/ lot # n10190715-0431) associated with this event has been performed. However, the tenaculum forceps could not be located in the log so no additional technical information was identified. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken wires. The customer used a backup instrument to continue. The procedure was completed with no reported injury.